Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests passed. Voltage testing was performed and the transmitter has voltage. A review of the shared data log observed a loss of signal. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a connection issue. It was reported that the unit was working and paired prior to the patient going to bed. When the patient woke up the next morning there was a displayed message of the transmitter not found. No additional event or patient information is available. Data log was reviewed for evaluation on 03/03/2017. Complaint for pairing failure was confirmed the root cause could not be determined, post investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.